Event description:
It was reported via repair work order that the siderail was down in low position as the push pull handle assembly was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.